Manufacturer narrative:
A customer service engineer (cse) was dispatched to the customer site. The cse reviewed instrument data and sent the data and information to technical solution center (tsc). The customer decontaminated the fluidic system. No cse work was performed on the instrument. The instrument is fully functional. The cause of the discordant, falsely high prolactin (prl) result is unknown. Siemens is investigating the issue.

Event description:
A discordant, falsely high prolactin (prl) result was obtained on an immulite 2000 xpi instrument. The initial result was not reported to the physician. The sample was repeated twice on the same immulite 2000 xpi instrument, resulting lower. The corrected result was provided to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely high prolactin (prl) result.